Event description:
This is in regards to emergency drugs atropine, lidocaine and epinephrine abboject syringes with male luer lock and 20-gauge protected needle options. Our new tubing calls for the male luer lock option to give meds. The yellow cap is @ times very hard to remove. In 2007, during a code 2 nurses were unable to remove yellow cap from the epinephrine and had to get another one. What has also happened in the past, is the yellow and green cap come off together which exposes the needle that does not fit in the new tubing.